Manufacturer narrative:
Patient information was unavailable from the site. (B)(4). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine procedure. It was reported that the navigation system froze prior to the imaging system image acquisition and would not allow the acquisition to occur. They performed a hard shut down and re-boot of the navigation system. The image acquisition worked upon the navigation system reboot. The site talked to a medtronic representative and they thought that the memory may be full on the system and that they may need to remove some images. They contacted navigation system support line and talked to someone and they advised them where the files were. There were over 1000 imaging system images were removed to free up some memory. There was less than an hour delay in the procedure. No impact on patient outcome.